Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Due to the risk of infection, an attempt was made to extract this lead. During the extraction, the lead broke just proximal to the right ventricular (rv) coil. After numerous attempts to remove the remaining piece of lead, the decision was made to surgically abandon that portion of lead. No additional adverse patient effects were reported.

Event description:
Additional information was provided that the system was tested for infection and blood cultures were negative,ruling out an infection.

Event description:
Additional information was received that this lead was able to be fully explanted at a later procedure. No adverse patient effects during the procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was now fully explanted. No further information is available. This report will be updated if more information becomes available.